Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient that reported the healthcare professional (hcp) implanted a brand-new lead and, after tunneling it and wiping it off with a dry 4x4 square, they noticed that the ¿rubbery part¿ had separated and they could see inside the wire. It was noted that even though the hcp had wiped off the lead with the 4x4, they were not rough with it. Both the hcp and the representative felt the lead was likely damaged out of the box (oob) and that the hcp did not damage it. As an intervention, the hcp replaced the lead with a different one from the same lot number. No symptoms were reported in the event. There were no further complications reported or anticipated.